Event description:
It was reported that the patient contacted support after receiving an occlusion alert on the device. The agent explained that the alert indicated pressure within the system, potentially related to the tubing or the infusion set, while the patient was using a contact/detach infusion set with a 6 mm cannula and 23-inch tubing. The agent recommended changing all supplies to resolve the occlusion alert. The patient completed the supply change, dismissed the alert, and indicated they would call back if any further issues occurred. Blood glucose levels were reported as not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.